Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 16 occurred. Reportedly, a new cartridge was successfully loaded after the pump was reset. Additionally, it was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose (bg) level was 207 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.